Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other issues. It was also reported that the patient underwent the following procedures: on (B)(6) /2006-- colonoscopy with hot biopsy, polypectomy, biopsy and endophotography due to experienced chronic constipation, abdominal pain, rectal bleeding, gas and abdominal bloating. On (B)(6) 2012--colonoscopy with endophotography due to rectal bleeding and constipation. (B)(4) ¿urinary problems; bowel problems; undefined recurrence; dyspareunia; chronic constipation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.